Event description:
On (B)(6) a patient underwent a cervical fusion procedure from c4-c6. During the procedure the hinge side of the c6 bone was fractured when the camber plate was placed at c6. It is unknown whether the patient was experiencing any additional adverse consequences as a result of the vertebral fracture. It is unknow what was done to treat/address the vertebral fracture.

Manufacturer narrative:
No device was returned as no product problem was alleged, no radiographs or images provided so the complaint could not be confirmed. The patients bone quality is unknown. Review of the reported event noted no device malfunction took place but rather the vertebral body fractured when the plate was placed indicating, an excessive hinge cut removed too much bone, insufficient bone quality and or excessive force applied during placement resulting in vertebral fracture and suggesting surgical technique as the likely cause or contributor. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time. No additional investigation can be completed at this time. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra "warnings, cautions and precautions - the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Method of use - please refer to the surgical technique for this device." "Information - to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com."